Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-24388, 1627487-2013-24389. It was reported the patient's scs ipg has been turning off without prompting. The patient's husband stated the ipg has been turning off approximately every two days for the past two months. The patient has been turning her ipg back on using the magnet. However, on (B)(6)2013 the ipg turned off and the patient was unable to turn it on using the magnet. The patient was able to turn it on using her patient programmer. Also, the patient's husband reported since the (B)(6) 2013 incident with the ipg the patient is experiencing intermittent overstimulation from her scs system. Per the patient's husband the overstimulation occurs approximately every one to two seconds and it lasts for one second. The patient is pending a follow-up with a sjm representative to further evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.